Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/03/2025, a sales representative reported via (B)(4) that a (qty. 2) of an ar-9545-t15-01 driver shaft and an ar-9545-t15-03 driver shaft was twisted and bent over time and unable to be used as intended. The case was completed without adverse effects on the patient. This was discovered during a procedure, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-9545-t15-03, serial/batch number (B)(6) was received for investigation. Functional testing was not performed because of the damage to the device. Visual evaluation noted that the hex head was twisted, and the laser marks were faded. The most likely cause of the reported failure is wear and tear. Device manufacturing date: 22-may-2018.